Event description:
It was reported that difficulty positioning and stent migration occurred. An 8x40x130 innova stent was advanced for treatment for use in the left external iliac artery. However, during the procedure, it was found that the stent jumped during first deployment. Stent was readjusted into proper position and was deployed. Post run showed stent had migrated into a previously implanted stent. Therefore, an additional stent was deployed to cover the lesion. There were no patient complications reported.